Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus china (osh). Osh checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from osh there was the possibility that the reported phenomenon was attributed to the failure of the cable unit of the device due to user handling.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device had a blackout and no endoscopic image was displayed during preparation for laparoscopic surgery. The device was used in combination with the camera control unit otv-s400. Reportedly, there were color bars when the camera head was not connected to the device. The procedure was completed without replacing the device. Then, olympus engineer replaced the cable unit of the device. The olympus engineer said the cable break was the cause of the event. There was no report of patient injury associated with this event.